Event description:
It was reported that the ilet touchscreen became unresponsive on a particular screen, rendering the device nonfunctional; attempts to resolve the issue included restarting through the ilet app and updating the firmware, and a replacement was arranged, with notice to the user that the device would no longer be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a touchscreen-related input failure consistent with a key or button not working, with a software problem identified associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.